Manufacturer narrative:
Correction : annex e : e2401, annex f : f24, annex b : b21, annex c : c21, annex d : d16. Additional information: device eval by manufacturer?, remedial action required, remedial action #, manufacturer narrative. Annex e : e2403, annex f : f26, annex a : a0401, a090202, a0404, a040502, a0709, annex g : g04100, g05005, g0301201, g04037, g02017, g0301204, annex b : b01, b14, annex c : c23, c02, c16, c07, c0601, annex d : d11, d02, d15, d0301. Investigation summary: the report of an over infusion was confirmed and replicated during laboratory testing. ¿ the platen assembly¿s (date code october 2016) upper hinge post was observed to be broken and missing from the membrane frame insert. ¿ the suspect pump module in the received condition was attached to a dchu laboratory pcu and powered on. The first three trials were performed on the pump module (0.1 ml, 1 ml and 10 ml). Intermittent unregulated flow was observed during the infusions. ¿ rate accuracy testing was performed on the suspect pump module with a known-good platen installed. The device was found to be delivering fluid in specification with no signs of unregulated flow observed after rate calibration was performed. ¿ spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. ¿ the alaris system user manual recommends that the pump module is inspected for damage before each usage. ¿ ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. ¿ an urgent: field safety notice-mms-20-3810 was sent dated june 30, 2020, related to broken upper hinge post and states: ¿ potential risk: a broken upper hinge post may prevent the device from delivering an accurate amount of fluid which may result in an over infusion, free-flow conditions, or under infusion. ¿ alaris system maintenance analog sensor task was performed on the suspect pump module. The pump module pressure sensors were found to be within of specification. ¿ the pump module event log showed the device in use on 03 december 2024 attached to pcu s/n 14803719 as channel b. ¿ the event pcu and its associated logs were not returned for investigation. Therefore, some programming parameters and drug information could not be confirmed. ¿ review of the pump module error log showed one error was recorded on 03 december 2024; sensor_broken_low_failure, indicates failure in patient pressure sensor system. It is likely this error occurred due to the broken platen post. ¿ the bd alaristm system with guardrailstm suite mx user manual v12.1.2 states that to prevent a potential free-flow condition, do not use a pump module if it is damaged in any way or does not appear to be functioning as expected. Free-flow can result in patient harm. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. As well replace the platen assembly damaged. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion is the result of a broken upper platen hinge. Laboratory infusion testing confirmed intermittent unregulated flow. Previous investigations have found that the cause for the damage can reasonably be linked to a misuse event where the door is forcefully closed with a foreign object lodged between the platen and bezel; this can cause these components to experience excessive forces and crack or break. With the platen post broken, the platen may not always align properly when the door is closed. Note that imdrf annex a0401, a090202, a0404, a040502, a0709, c02, c16, c07, c0601, d02, d15, d0301, g05005, g0301201, g04037, g02017 and g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion free flowed. There was patient involvement but no harm.

Event description:
It was reported that the infusion free flowed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.